Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove. The customer reports the lite handle cover is coming in ripped on handle side. There was no indication that the glove was too tight on the handle. Issue was found during setup and was replaced with new glove. No patient involved.